Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0002023141- 2021- 00341 was initially submitted with b3: date of event as (B)(6) 2020. The following sections have been updated: b3: date of event unknown / not provided.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510k: k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 30 was removed due to infection. Patient returning for implant re-placement. Symptoms as a result of the event: abscess & infection.